Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm noted. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. Customer's blood glucose level was not reported. Product is being replaced. No further info was provided.